Event description:
It was reported the cable connection and case are broken. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment: upper and lower case halves were broken. Analysis could not confirm the customer comment of a broken output connector, the output connector was missing. It was also noted that the battery drawer and both battery latches were broken, and the battery drawer end cap, both bail covers, ring cover, three case screws, ring cover screw, both bails and ring were missing.